Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the right carotid artery with moderate tortuosity and moderate calcification. The emboshield nav6 filter was advanced and placed without issue. An unspecified stent was implanted at the target lesion. The retrieval catheter was then advanced to retrieve the filter; however it could not be advanced past the implanted stent. A new retrieval catheter, from a small size emboshield nav6 device was used to successfully retrieve the filter element. No adverse patient sequela was reported. The final patient outcome was reported to be good. No additional information was provided.